Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, (B)(4).

Event description:
It was reported that, on the report date, the patient presented to the emergency room (ER) with unresponsiveness and a change in mental status. The reported was not aware of any increase in spasticity. A call was placed to the patient¿s follow-up healthcare provider (hcp), but the reporter had not heard back from them yet. A physician programmer (8840) was not available to confirm the pump status. It was unknown if there were any audible pump alarms. Baclofen withdrawal and overdose procedures were requested and provided to the reporter and a manufacturer representative was to be paged. The device system was used to deliver an unknown drug.